Manufacturer narrative:
Product complaint #: (B)(4). It was reported that this device is not an ethicon device. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent a hernia repair surgery on an unknown date and the mesh was implanted. It was reported that the hernia repair was with a defected mesh. It was also reported that the patient had to have another revision surgery.